Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate shock. This patient was brought in for x -rays and electrode manipulation in which this system and measurements looked good. Automatic setup was performed in which this s-ICD chose primary vector. Technical services (ts) discussed possible causes of the noise and that this is possible in the first 6 weeks of implant. The noise was not reproducible. This s-ICD system remains in service. No adverse patient effects were reported.